Event description:
It was reported that the pump battery could not be charged and depletes quickly. Customer¿s blood glucose level was between 300-400 mg/dl. The customer's brother gave a correction dose of insulin via multiple dose injection. The customer will continue to use multiple dose injections until replacement pump is received.